Event description:
New information received indicates that right atrial (ra) lead was explanted and replaced with a new one. The patient's condition remained stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures.

Event description:
It was reported that upon interrogation in clinic, loss of capture of right atrial (ra) lead and pacemaker was noted. X-ray showed no dislodgment of the ra lead. No changes or interventions were reported; the device will continue to be monitored. The patient's condition was stable.